Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 18-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient was reported with meningitis. The healthcare provider (hcp) took cultures and explanted the entire system. The pump and catheter were reported to be working as they should. There were no external factors that contributed to the event. The issue was resolved at the time of the report. The explanted devices were discarded. The patient's weight and medical history were asked but unknown.